Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion pressure test multiple times was not reproduced. Evaluation sent device to flow lines for downstream occlusion testing and it passed. Evaluation found the force sensor scale factor calibration is within specification. A review of event history log revealed downstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion pressure test multiple times over 25psi (pounds per square inch) consistently in the biomed service department. There was no patient involvement. No additional information is available.